Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to a damaged charged couped device (ccd) unit. It is speculated the breakage of image sensor unit may have caused the suggested event. We could not specify the cause of breakage of the image sensor unit because the defect which affected the breakage was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual_ inspection of the endoscopic system inspection of the endoscopic image: operate the up/down angulation control lever slowly in each direction until it stops the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use precautions for disappeared or frozen endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite bronchovideoscope had a noisy image and as a result, could not recognize the object. The reported issue occurred at inspection during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was abnormal due to a damaged charge-coupled device unit. Additionally, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.